Event description:
Information received indicates that during pm testing, the volumetric was high.

Manufacturer narrative:
Testing of the pump indicates it was above volumetric accuracy test parameters. Pump was calibrated to resolve the issue.